Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the machine was not powering on. The customer stated that this malfunction caused a delay to the patient care. There were adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed to power it on. The field service engineer (fse) had dialed in to the station and was instructed to shut down the station for 10 minutes, but upon restarting, failures persisted. The latest firmware was uploaded and executed on the device, but this did not resolve the issue. During further investigation, the fse discovered that drawer 5 was unplugged. The station was shut down, and the drawer was plugged back in, but it failed to boot. The drawer controllers were tested, revealing that controller 5.1 was faulty. The fse had resolved the issue by replacing the faulty controller, rebooting the station, and confirmed that all lights were functioning properly. The system functioned as intended after the field service engineer repaired the device.